Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, "reported microchip failure" was noted. The device could not be interrogated and telemetry could not be established as there were dashes (---) for parameters. Attempts to reprogram, emergency vvi and download the soft- ware were unsuccessful.